Event description:
It was reported that the customer received a button error alarm on the insulin pump, after she was attempting to deliver a bolus and the buttons were not working. Her blood glucose level was 294 mg/dl. The customer was advised to discontinue use of the pump and revert to a back-up treatment plan. Nothing further was reported.

Manufacturer narrative:
No button error alarm was noted. Button response was intermittent due to moisture-damaged keypad trace. There were minor scratches on the lcd window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, and the end cap sticker was missing on the insulin pump, which was received without the belt clip.